Event description:
It is reported that hospital opened the device which was correct but the patient labels state a product code of a lor shell, lot. 2368322. Product inside corresponds with packaging, only patient labels are incorrect.

Manufacturer narrative:
Another country MFR has blocked the affected lots and initiated a recall, pieces were delivered to USA. No delay of surgery was reported of incident in to another country. Correct sticker was printed and sent to hospital for the patient documents.